Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 at 11 am. The customer blood glucose level was 600 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. The customer treated with insulin drip. Customer did allege insulin pump was under delivering the insulin. Customer stated when they changed the reservoir it will show that it is either delivering less and sometimes over insulin. The device will be returned for analysis.